Event description:
On (B)(6) 2011, pt reported the menu button on the infusion device works intermittently. This was first noticed 4 days ago when the menu button had a 1-second delay after it was pressed. On the day of the report, it took approximately 15 minutes to place the infusion device in the run mode. Pt reported it did not matter how hard he pressed the menu button, the infusion device continue to function as intended. Infusion device was not dropped on a hard surface within the past 48 hours, and the menu button is not flat. The buttons continue to produce an audible sound when pressed. Pt was using a lithium battery in the infusion device and was advised on the approved battery types. The key-lock function was not activated. Infusion device was replaced and requested for evaluation. No physiological effects were reported. Pt did not require treatment from a health care profession or second party to address the issue.